Event description:
The patient reported that they had persistently high blood glucose levels since the changeover to a new omnipod dash controller/personal diabetes manager (pdm) in early (B)(6) 2026 and suspected that the pdm is delivering insulin too slowly or not at all (exact date not provided). The patient reported that the issue had worsened in the two weeks prior to reporting. The patient reported their blood glucose level rose to 800mg/dl. They also stated they had 20 units of insulin on board and that, after two hours, the value remained the same. As treatment, the patient gave themselves correction dose of insulin with an insulin pen and also used their old pdm, which made the values stable. A replacement pdm was issued to the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.